Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high and low blood glucose levels and that the insulin pump alarmed motor error, excessive no delivery alarms, and an alarm that indicated that the motor position encoder experienced an error. The low blood glucose reading was between 39 to 48 mg/dl. The customer treated with apple juice and suspended the insulin pump for 2.5 hours. She later experienced the high blood glucose reading of over 600 mg/dl, which the customer stated was due to the insulin pump's having been suspended for too long. The blood glucose reading at the time of the motor error alarm was 257 mg/dl. She stated that the device was stuck in the rewind phase. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked belt clip slot and a cracked reservoir tube lip.